Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed low battery alarm. Customer's blood glucose was 43 mg/dl. During troubleshooting, found weak battery alarm and low battery alarm in history. Customer treated low blood glucose with juice. Device passed the displacement test. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.